Event description:
It was reported that the implantable neurostimulator (ins) may be flipped, but it was not confirmed. Since (B)(6) 2015, the patient felt like the ins was ¿bent in half.¿ it protruded out when she laid down and she had to move it back. The patient had lost some weight. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).